Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a booting issue and the unit is not functioning. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
It was reported that the subject device experienced a booting issue and the unit is not functioning, the signal is not coming from the processor, and the front panel switches are also not working.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h6, h11 corrected field: b5 the device was returned to olympus for inspection, and the reported failure (booting issue unit is not working, the signal is not coming from the processor, and the front panel switches are also not working) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dp (printed circuit) board malfunction causing device output failure, flat cable deformation and corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.